Event description:
Staff have found random pieces (small scraps) of plastic in the custom retrograde kits assembled by medline (lot number 170b0682). No impact to our customers as staff continue to check trays carefully for small pieces of plastic-like substance.